Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection; however, the reported failure was not confirmed via information from technical assistance support (tac). The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to power off the devices and to clean and reconnect and power up the device. Moreover, the customer was advised to always disconnect or connect the scope when light source is powered off. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the reported event could not be confirmed due to the absence of a field service engineer (fse) on site, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center presented error e333. The issue was found during sedation for a therapeutic laparoscopic procedure. There were no reports of patient harm.